Manufacturer narrative:
E1- (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that noise occurred in the image due to damage to the charged coupled device unit. The issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had noisy image. The event occurred during inspection for use. There were no reports of patient involvement.